Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for severed tubing stuck in the corner of the blister package with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It has been reported that the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder has been found experiencing five occurrences of sterility issues before use. The following has been provided by the initial reporter: poor quality of product packaging, which gives a bad impression of bd products by end user (customer). Following is reported/captured directly from customer: here is just one example of one of the things that is really annoying and gives a very bad impression of these safety-lok wingset, which must then be some kind of quality assurance of the products. The incidents sporadically occurs.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder has been found experiencing five occurrences of sterility issues before use. The following has been provided by the initial reporter: poor quality of product packaging, which gives a bad impression of bd products by end user (customer). Following is reported/captured directly from customer: here is just one example of one of the things that is really annoying and gives a very bad impression of these safety-lok wingset, which must then be some kind of quality assurance of the products. The incidents sporadically occurs.